Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high out of range pacing impedance measurements. It was also noted that the lead was not sensing or capturing. The lead was found to have fractured. An invasive procedure was performed. This lead was surgically abandoned and replaced. No additional adverse patient effects were reported.